Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) and superior vena cava (svc) defibrillation coils was beyond the expected upper range. Svc impedance was 109 ohms on (B)(6) 2016. Rv impedance was 105 ohms on (B)(6) 2016. Concomitant medical products: 4076 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the impedance on the high voltage portions of the right ventricular (rv) lead jumped into a high range on one occasion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was later explanted and replaced due to continued high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.